Event description:
Customer reportedly received result of 11.0 mmol/l on the mobile system and 3.5 mmol/l on the aviva system within 10 minutes. Low blood glucose symptoms were reported with these results. Customer ate lunch and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number 490002, expiration date 09/30/2011). (B)(6).